Event description:
The crossvent 3 ventilator was ventilating a pt. The respiratory therapist was present when the ventilator display blanked out and the ventilator ceased to ventilate the pt. The pt was immediately manually ventilated and suffered no ill effect from the incident. The ventilator was plugged in to ac and oxygen at 50 psi. The ac and oxygen source were verified as operational. The ventilator was tested with a test lung and it again failed in varying ways. Sometimes the ventilator would cease to function as when it was on the pt and other times the display did not display normally and the ventilator gave variable volumes and flow rates.